Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately calcified coronary artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, while advancing the stent in the catheter, the shaft broke off inside the catheter. The catheter was changed and was removed from the patient. The procedure was completed, and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately calcified coronary artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, while advancing the stent in the catheter, the shaft broke off inside the catheter. The catheter was changed and was removed from the patient. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 48mm stent delivery system was returned to the complaint investigation site. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis of stent shows no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The inner lumen of the extrusion was bunched and stretched 8.2cm from the distal tip. The reported shaft separation was not confirmed.